Event description:
The customer reported that in the burn unit while pushing dextrose into patient's central line via the injection port in the tubing, the tubing separated above the pump. Lactated ringers was infusing at approximately 1400ml/hour due to the patient being in the middle of fluid resuscitation. Lactated ringers and dextrose were leaking from the separation. There was no patient harm.

Manufacturer narrative:
The customer report that the tubing separated above the pump and leaked was confirmed. Visual inspection observed a separation at the engagement between the upper fitment and silicone segment component. Although the expected retainer ring was received, further microscopic examination of the silicone segment end identified evidence of a retainer ring indentation which was not misaligned. The retainer ring was also inspected in which no obvious damages or issues were noted. A slight tug/pull of the silicone segment away from the lower fitment component was attempted; no separation was observed. The cause of the leak was the observed set separation. The root cause of the observed separation was not identified.

Event description:
The customer reported that in the burn unit while pushing dextrose into patient's central line via the injection port in the tubing, the tubing separated above the pump. Lactated ringers was infusing at approximately 1400ml/hour due to the patient being in the middle of fluid resuscitation. Lactated ringers and dextrose were leaking from the separation. There was no patient harm.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that while pushing dextrose into patient's central line via the injection port in the tubing, the tubing separated above the pump. Lactated ringers were infusing at approximately 1400ml/hour due to the patient being in the middle of fluid resuscitation. Lactated ringers and dextrose were sprayed. There was no patient harm.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that while pushing dextrose into patient's central line via the injection port in the tubing, the tubing separated above the pump. Lactated ringers were infusing at approximately 1400ml/hour due to the patient being in the middle of fluid resuscitation. Lactated ringers and dextrose were sprayed . There was no patient harm.

Event description:
The customer reported that in the burn unit, while pushing dextrose into patient's central line via the injection port in the tubing, the tubing separated above the pump. Lactated ringers were infusing at approximately 1400ml/hour due to the patient being in the middle of fluid resuscitation. Lactated ringers and dextrose were sprayed . There was no patient harm.